Manufacturer narrative:
Qn#(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received in tray, pusher not de ployed, cutter not deployed, needle trigger retracted, re-tract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to de-ploy, distal tip undamaged, unsheathing pawl not engaged with suture spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: suture buckled out of track, the capsular tab (CT) did not unsheathe, needle broken : the nee-dle is broken at the tip. Refer dimensional inspection for additional detail. The needle was found to be broken approximately 0.746 mm from the tip. Comparison with a reference needle shows approximately 0.746 mm of needle missing. The missing needle material was not returned with the device. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device position-ing or excessive movement of the device or patient anatomy. The device history record for lot number was reviewed. This review did not identify any findings relevant to the failure mode ident I-fied for the returned device. The customer report of: " no suture in the keyhole " was confirmed. Confirmation is based on the investigation results showing that the capsular tab (CT) did not unsheathe due to bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure modes: ul - needle broken: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe: the CT was unable to deploy due to damaged needle interfering with CT deployment. The proba-ble root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "during the procedure, no suture in the keyhole, remove the pul as a result, the case was completed using a new device. There was no patient adverse event due to this issue, and the patient's condition is fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the procedure, no suture in the keyhole, remove the pul as a result, the case was completed using a new device. There was no patient adverse event due to this issue, and the patient's condition is fine".